Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an overheating warning; it was confirmed via the error logs, therefore replaced the out of specification micro processor unit (mpu) and the printed circuit board (pcb) assembly from salvage inventory. Replaced noisy system fan and damaged stylus from salvage inventory. Replaced missing power cord. Reconfigured hard drive and reloaded software. Device passes final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an overheating warning. It was also reported that the programmer was noisy and changed the longer the programmer remained on. The programmer was returned for service. There was no patient involvement.